Event description:
In 2008, after investigation of the returned implant holder, it was identified that the capture rails on both sides of the instrument slot are broken off and not fractured as previously reported on 07 dec 2007 by the sales rep. The scrub tech noticed that there was a small fracture prior to surgery. Add'l info received on 07 jan 2008 via telephone the sales rep reported that the scrub tech could not use the instrument. The surgeon used the other instrument in the kit to finish the case. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The results of the device history records indicate the part met specification. Visual inspection of the returned instrument shows the capture rails on both sides of the instrument are broken. An engineering investigation determined the root cause as a normal wear and/or use error.